Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile examination revealed numerous kinks in the hypotube and the distal shaft. The distal shaft was damaged (flattened) for the first 4.5cm from the tip. Microscopic examination revealed a partial separation at the collar/proximal location. Microscopic and tactile examination of polytetrafluoroethylene (ptfe) found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19may2016. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. A 145 guidezilla¿ was selected to be used. During the procedure, it was noted that the guide section of the device was kinked. The procedure completed with another of the same device. No patient complications reported. However, device analysis revealed a partial separation at the collar/proximal location.